Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2011. It was reported that the pt's pocket site feels warm whenever the stimulation is functioning. The pt is working with an individual from his pain mgmt team to remedy the situation.